Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the customer reported to have cleaned the graphical user interface (gui)touch screen printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator touchscreen was unresponsive. No patient involvement.